Event description:
It was reported that the ilet insulin pump's enclosure split into two pieces after being removed from the charger, consistent with a screen bezel/enclosure separation device malfunction involving the external casing of the pump; the user reported that blood glucose levels were not affected, and they used backup long-acting and short-acting insulin as needed. Symptoms included no reported adverse physiological effects. Outcomes included no need for medical intervention and no hospitalization. Investigation included the collection of use history and device details and arrangements for device return and replacement. Investigation of this device revealed physical damage to the pump housing consistent with mechanical separation of the device enclosure, with no alerts or alarms reported and no impact to therapy delivery indicated by the user. It was concluded that the cause was device mechanical damage consistent with enclosure separation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.